Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument for a single pt sample. A pt sample was tested for accu tni and a result of 1.1ng/ml was obtained. The result was reported out of the lab. A fresh sample was collected from the pt and an accu tni result was 0.019g/ml. The customer then retested the original sample and repeated accu tni result was 0.012ng/ml. No report of death, injury, or change to pt treatment has been reported t bci regarding this event.

Manufacturer narrative:
Per customer, qc was in range on the date of the event. However, qc results were not provided. Customer centrifuges samples at 3,000 rpm for 5 minutes. A field service engineer (fse) was diapatched to the customer's lab. The fse performed a diagnostic testing and results were within specs. The fse discussed sample handling with the customer. A clear root cause for this event cannot be determined. A malfunction will be assumed for the purpose of this report.